Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer also received insulin flow block alarm and it was resolved by changing infusion set. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.